Event description:
It was reported that a malfunction alarm occurred. The customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of "high" on the continuous glucose monitor and diabetic ketoacidosis that a healthcare provider identified as life threatening. Bg was treated with intravenous fluids of saline and insulin. Customer was released from the ICU on (B)(6) 2022 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.